Event description:
Customer reported the as3000 anesthesia delivery system had low tidal volumes, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found the tidal volumes to be within factory's specifications.